Event description:
After an embolization treatment procedure with onyx, it was reported that the catheter became entrapped in the onyx cast. The catheter was successfully removed along with the guide catheter. No pt injury reported. Same event as MDR# 2029214-2009-00199.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event.